Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead analyzed. Blood present in/on the helix mechanism.

Event description:
It was reported that the physician attempted multiple times to implant the lead on the septum but could not obtain adequate sensing and thresholds and/or the lead failed to stay in place after the helix deployed. The physician questioned the lead performance and did not implant the lead. A new lead was used with the same issues seen. The lead was finally implanted in the low septum with adequate numbers. No patient complications have been reported as a result of this event.